Event description:
It was reported that the sensor was found with its electrode separated from the reported sensor product upon removal. The caller did not provide the blood glucose reading. The caller advised that the issue did not cause any serious injury or hospitalization. Nothing further reported.

Manufacturer narrative:
Two opened and used sensors were inspected and one of the sensors had a cannula broken in half. The broken off part was found on the adhesive tape. It could not be confirmed that the customer received the sensor in said condition was they were returned opened and used. Both introducer needles passed per specification with no defects notes. One sensor was missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.